Event description:
Consumer contacted dexcom to report intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. Subsequent to the initial MDR, the receiver (part # str-gl-001/sm32642694) that was being used with the complaint device was returned for evaluation on 11/13/2013. A review of the receiver log confirmed a timing error in the transmitter circuitry. Therefore, the complaint of intermittent out of range was confirmed. The root cause was determined to be a firmware issue.